Event description:
On (B)(6) 2023, after the patient had a PICC catheter indwelling in his right upper limb for 3 months, he required weekly maintenance of the PICC catheter. When the PICC catheter connector was connected to the heparin cap, there was leakage when flushing the catheter with physiological saline. The heparin cap and connector were inappropriate. Replacing the heparin cap did not cause harm to the patient.

Manufacturer narrative:
1. No sample was returned, no defective picture was returned from the customer. 2.review batch record information, 1) the complaint lot#2290240 was produced in the prn automatic assembly line, the production date is 2022-11, and the m860 packaging machine was packaged in 2022-11, and the batch of products totaled (B)(4); 2) check the process inspection and shipment inspection report of this batch of products. The test results meet the product standards and there is no abnormality. 3) check the production records and machine maintenance of this batch of products, and there are no abnormalities, deviations or rework activities. 3.performed leakage test on the retained sample of complaint lot, put the retained sample connect to the standard luer, then inject water by standard pressure system. To check whether leakage on the retained sample. Test result: the retained sample can be connected to the standard luer smoothly, and no abnormality was observed, the result is pass, attachment1 -test report of retained sample. 4. Due to no sample was returned and no defective sample was returned, the detail defect cannot be identified, the root cause cannot be confirmed. 5. The plant continue pay attention to this defect.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd prn adaptor leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023, after the patient had a PICC catheter indwelling in his right upper limb for 3 months, he required weekly maintenance of the PICC catheter. When the PICC catheter connector was connected to the heparin cap, there was leakage when flushing the catheter with physiological saline. The heparin cap and connector were inappropriate. Replacing the heparin cap did not cause harm to the patient.